Manufacturer narrative:
Initial.

Event description:
It was reported that a user inserted a dexcom g7 continuous glucose monitor (cgm) for pairing with the ilet; initial attempts to pair were unsuccessful, consistent with an intermittent communication failure and later resolved after guidance to update firmware, toggle cgm selection, and restart the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue manifesting as intermittent communication failure, with the antenna and electrical/magnetic components implicated as the involved device elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.